Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon deflation issue occurred. A 7.0mmx40mmx80cm sterling¿ balloon catheter was advanced to the target lesion. Inflation was performed however upon deflation, the balloon would not deflate. The physician had to wait for the balloon to deflate by itself which took approximately 10-15 minutes and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a sterling balloon catheter with no other devices. The shaft was necked/damaged for 18mm distally from the tack weld. The balloon was loosely folded. Functional testing was performed by connecting an inflation device filled with water to the hub. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. Deflation took longer than 10 minutes. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon deflation issue occurred. A 7.0mmx40mmx80cm sterling balloon catheter was advanced to the target lesion. Inflation was performed however upon deflation, the balloon would not deflate. The physician had to wait for the balloon to deflate by itself which took approximately 10-15 minutes and the procedure was completed. No patient complications were reported and the patient's status was stable.